Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6). A review of the DHR could not identify any deviations or non conformities relevant to the issue. The livanova field service representative that reached the facility to investigate the device was able to confirm the reported issue. He replaced the part and returned the device to service. The possible causes related to the claimed error and therefore to a low power consumption could be either a faulty pump motor electronics or a mechanical problem related to the damage to the bearings.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error code associated to a patient pump during service. There was no patient involvement